Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - volista access. It was stated oxidation was found at the base of the axle. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 4th january, 2024 getinge became aware of an issue with one of surgical lights - volista access. It was stated oxidation was found at the base of the axle. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination or serious injury. Further information provided by getinge employee indicated that the oxidation occurred inside the device. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no possibility of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The initial reporter was clinical engineer. The correction of b5 describe event and problem¿ deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 4th january, 2024 getinge became aware of an issue with one of surgical lights - volista access. It was stated oxidation was found at the base of the axle. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 4th january, 2024 getinge became aware of an issue with one of surgical lights - volista access. It was stated oxidation was found at the base of the axle. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination or serious injury. Further information provided by getinge employee indicated that the oxidation occurred inside the device. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no possibility of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Initially provided information was pointing to oxidation. The issue is considered as safety related as any rust particles falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as there was no possibility of missing particles if the oxidation occurred inside the device. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. There is no indication if the device was being used for patient treatment at the time when the event occurred. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.